Manufacturer narrative:
The surgical table was installed at the customer's location in 1995 and has been in use for approximately 23 years. It is not under steris service agreement. The user facility's biomed department is responsible for all maintenance activities. A review of service records indicates steris has not been contacted to perform any service activities on this unit since march 2006. The 3080sp surgical table operator manual states (pg. 6-1), "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the regular routine maintenance. Contact steris to schedule preventive maintenance. A steris service technician arrived onsite to inspect the table and identified that the bolts which secure the tilt cylinder bracket to the table were not fully engaged causing the table top to become unstable resulting in the reported event. The technician reinstalled the bolts properly securing the tilt cylinder bracket, tested the table, and confirmed it to be operating according to specification. While onsite, the technician counseled user facility personnel on proper preventive maintenance practices and no additional issues have been reported.

Event description:
The user facility reported that the 3080sp surgical table began to tilt without being commanded during a patient procedure. The patient did not fall, and the procedure was completed successfully. No injuries were associated with the reported event.